Manufacturer narrative:
Device was not evaluated because the site did not approve service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported the site was having issue with the mobile view station (mvs) flickering. The site was able to reboot the system and perform two cases without an issue. It was noted when they pulled the system out of the room after clinical cases, the mvs was flickering and stating ¿no signal¿ on the mvs screen. This issue occurred preoperatively and did not cause any surgical delay.